Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had resistance upon insertion. The needle was removed, but the tip of it remained in the patient, who had "a lot of bleeding". The tech successfully performed the procedure on the other arm, and an x-ray tech was consulted. A needle removal procedure was scheduled on (B)(6) 2019 to remove the broken piece, but no further information has been provided by the customer to date. The following information was provided by the initial reporter: tech was starting the IV and there was resistance upon inserting it and also resistance when she went to pull out the tube. The needle came out except the tip of it, she then compared it to a brand new catheter and realized that part of it was still inside the patient. Patient had a lot of bleeding and then the tech went to do the procedure on the other arm which was successful. There is a procedure scheduled tomorrow (B)(6) to remove the tip of the catheter that is currently in the patient. "Said that she can have the xray tech on a conference call to explain how the incident happened."

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Conclusion: not determined ¿ the root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had resistance upon insertion. The needle was removed, but the tip of it remained in the patient, who had "a lot of bleeding". The tech successfully performed the procedure on the other arm, and an x-ray tech was consulted. A needle removal procedure was scheduled on (B)(6) 2019 to remove the broken piece, but no further information has been provided by the customer to date. The following information was provided by the initial reporter: tech was starting the IV and there was resistance upon inserting it and also resistance when she went to pull out the tube. The needle came out except the tip of it, she then compared it to a brand new catheter and realized that part of it was still inside the patient. Patient had a lot of bleeding and then the tech went to do the procedure on the other arm which was successful. There is a procedure scheduled tomorrow on (B)(6) to remove the tip of the catheter that is currently in the patient. "Said that she can have the xray tech on a conference call to explain how the incident happened."